Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient representative reports left side "fever, has not been feeling well. White blood cell count is up" and possible infection. Patient additionally reported "kidney stones" which is not device related. Device remains implanted.

Event description:
Patient representative reports left side "fever, has not been feeling well...white blood cell count is up", implanted for longer then six months, and possible infection. Patient additionally reported "kidney stones" which is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and confirmed that there was not an adverse impact on environmental conditions, device quality, or performance. The sterilization run was not related to any additional infection complaint records reported at time of investigation. During the trend review of all infection complaints for tissue expander implants for the period of jan/2019 through dec/2020, an outlier was noted in dec/2019. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found that some primary packaging operators were involved in more than one occasion, however they were trained in the corresponding procedure. Also, calibrations, maintenance, and validations of the equipment¿s involved in more than one occasion were reviewed and determined that they were performed on time and met specifications. In addition, all the records involved in the current month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action was deemed necessary at time of investigation. Reason for reoperation: infection (late onset).